Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films verify a spondyloptosis of l5/s1 with complete dislocation of l5 anterior and caudal to s1. Subsequent film shows decompression with reduction of l5 on s1 to a grade one. There is residual kyphosis present at this level. Subsequent films show fracture of one of the s1 screws and the other is reportedly loose. Partial loss of reduction is seen with increase kyphosis at l5/s1 on last set of films. Degree of reduction is dramatic and suggests very high stresses on the instrumentation to maintain it, particularly with the remaining kyphosis increasing the cantilever effect on the s1 screws. No revision reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.